Manufacturer narrative:
Qn #(B)(4). The customer returned multiple components from a cvc kit. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was completely deployed out of the guide wire tubing. It was noted that the distal end was bent/kinked directly before the distal j-bend. When assembled correctly, the damage would have been located within the blue straightener tubing and the end cap. The guide wire was returned outside of the advancer tube and the end cap of the advancer assembly was not returned. The end cap becoming dislodged has the potential to cause similar damage during shipping/handling; however, it cannot be determined when the end cap was removed from the assembly based on the returned product. The kink in the guide wire measured 17mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .802mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The IFU provided with the kit informs the user, "thread tip of catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion". The guide wire was inserted through the distal end of the catheter. The guide wire was able to pass with minor resistance due to the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing facility responsible for the guide wire/tubing assembly was contacted as part of this complaint investigation. They indicated that the guide wire assemblies are 100% inspected by the operator. The also stated that "the distal j-bend is not inserted into the cap, the wire is inserted by gravity into the set and the distal j-bend is free throughout the process. Then is the cap fitted to the distal j-bend. The swg set is 100% inspected by the operator, including the correct fitting of the cap and the failure of the guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was completely deployed out of the guide wire tubing. When fully assembled the kinking/bending was located within the blue straightener tubing and the end cap, protecting it from damage. The end cap that secures the guide wire within the advancer assembly was missing from the returned product; however, it is unknown when the cap was removed. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found separated prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found separated prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#: (B)(4).